Event description:
At an unknown date, this patient was implanted with an unknown stent graft to treat an aneurysm in the left common iliac artery. In 2009, a procedure was performed to reline the existing graft with a gore excluder aaa endoprosthesis and gore excluder contralateral leg component. At one month, a follow-up cta demonstrated invagination in the trunk-ipsilateral leg component in the right common iliac artery. At about two weeks later, balloon angioplasty was performed to resolve the invaginated limb of the trunk-ipsilateral leg component. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the device implanted requires an iliac diameter range of 12 - 13.5mm. The patient's iliac diameters in the right common iliac measured 6 - 10mm. Additionally, the device has not been evaluated for use in the revision of previously placed stent grafts.